Manufacturer narrative:
(B)(4).

Event description:
The pt's pump drug dose was increased by 20%. The pt experienced overdose: the pt was "not tolerating well." The hcp planned to decrease the pump dose. The pump delivered dilaudid, clonidine and baclofen. Additional information has been requested from the hcp, but was not available as of the date of this report.